Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Bd received (B)(4) samples from the customer facility for investigation. Out of (B)(4) samples, (B)(4) cups were found to have grease like substance on the inside of the cup. The foreign matter was tested and appears to be polymer based. The samples were evaluated and the customer's indicated failure mode for foreign matter with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: the most likely root cause is that grease was introduced into the cup from excess grease on the machine.

Event description:
It was reported that a 120 ml bd vacutainer® plastic urine collection cup with sampling device contained foreign matter inside the tubes. There was no report of serious injury or medical intervention.